Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr 5102701 with MFR report number 3030677-2024-03044 should be 07august2024.